Event description:
According to the info received, a complaint was received for a catheter in which deflation was not possible/difficult. A pt had issue with uc234. On (B)(6) 2010, the catheter did not deflate. Nu tried turning the catheter 360 degrees, using the 30 cc luer lock and even cutting the port site. Nothing would work. Pt was admitted to the emergency room and the balloon was able to be performed.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed. No files attached.